Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR :19jul2019. Customer did not confirm the reported issue or provide repair information as the device had been handed over to a third party for repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date:(B)(6) 2018. Date of report: 16jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted technical support stating unit had a report error. No further details were provided. The customer reported there was no patient involvement. The event date was not specified; estimate used.